Event description:
It was reported that pump experienced malfunction while plugged into power, showing malfunction code 1 and issue recurred after reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump, and arranged replacement pump shipment. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.